Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The insulation was abraded at 42.0 cm to 42.5 cm from the distal tip. The abrasion was consistent with exposure to constant friction with another implantable device. This damage likely contributed to the reported anomalies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 42.0 to 42.5 cm from the distal tip. The abrasion was consistent with exposure to constant friction with another implantable device. This damage likely contributed to the reported anomalies.

Event description:
New information notes: the lead had fractured.

Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible through isometrics, and it was noted that the lead exhibited rib clavicular crush damage. The lead was explanted and replaced. Following the procedure, the patient experienced no adverse consequences.